Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 6116297.

Event description:
Related manufacturer report number: 3006705815-2022-17531. It was reported that the patient was experiencing ineffective stimulation and the ipg had reached end of life. The investigation did not determine which lead caused the ineffective stimulation. Surgical intervention was undertaken and the ipg and lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.